Event description:
It was reported that the right atrial (ra) lead's pace impedance intermittently increased from around 700 to around 1700 ohms. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).